Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that during use of a smiths medical medex¿ medflator®ii inflation syringe system no pressure was indicated on the display but then was reported to skyrocket to 20 bar. A dissection (vessel wall tear) was then reported. No further information was provided.